Event description:
Eleven days post hvad implantation, this patient experienced electrical faults alarms. Preliminary log file analysis revealed multiple electrical faults alarms affecting both stators. The following day a field service engineer arrived at the site to perform inspection and driveline connector cleaning. Visual external inspection of the driveline cable revealed a small amount of cloudy residue on the blue wire about 25 centimeters away from the driveline exit site and inspection of the driveline and controller connectors revealed a small amount of a green dried substance on 5 of the 6 pins. The electrical fault alarms were not reproducible by manipulation of the driveline. A driveline connector cleaning procedure was performed using fs0008 rev 02 using two cycles with a pump off time of about one minute each. The controller was removed from service and the patient's back-up controller was switched to his primary controller.

Manufacturer narrative:
The device remains implanted in the patient. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. The IFU instructs, "do not disconnect the driveline or power sources from the controller while cleaning it or the pump will stop. If this happens, reconnect the driveline to the controller as soon as possible to restart the pump." Field technical bulletin gr00240 details that care should be taken, both during the implant process and post-implant, to ensure no foreign material enters the connection between the driveline and the controller. If foreign material contaminates this connection, electrical fault alarms may occur on the controller. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. A supplemental report will be submitted when the manufacturer's investigation has been completed. Pump remains implanted.

Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur.. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults.